Event description:
It was reported that low battery alarm was noticed in a flogard infusion pump when disconnecting from the ac power supply. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The device was serviced on site by a field service technician. A review of the alarm log identified an occurrence of the low battery alarm, confirming the reported condition. The assignable cause was due to defective and outdated main batteries. The main batteries were replaced to resolve the issue. The device was returned to service in good working order.